Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. The customer was advised to change the infusion and reservoir set as soon as possible. The customer did not want to return the used sets back for analysis. The customer was sent new infusion sets. No further information was provided.

Manufacturer narrative:
.